Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands, but was not meeting specifications due to stretching at the distal end. Deformation was evident to the 1st and 2nd distal stent wraps with struts stretched and overlapping. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non-tortuous and moderately calcified lesion located in the ostium rca exhibiting 80% stenosis. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used. It was reported that the stent failed to cross the lesion. A non- medtronic device was used to complete the procedure. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported. Stent deformation was found upon device analysis.